Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device remained implanted; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a gore® viabahn® endoprosthesis with propaten bioactive surface was being deployed inside a fluency stent. It was reported to gore that during the procedure, the deployment line snagged on one of the exposed legs of the fluency stent and became stuck. The gore® viabahn® endoprosthesis with propaten bioactive surface fully deployed but the deployment line was stuck on the fluency stent. It was stated that the deployment line was unable to be removed and had to be left inside the patient. The proximal end of the deployment line was used as a suture to close the access point. The patient is fine.